Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received 75 shocks due to oversensing. The rv (right ventricular) lead dislodged into the right atrium while the patient happened to be in af (atrial fibrillation). Fluoroscopy showed the distal coil close to the valve if not on it, half in the atrium and have in the ventricle. The lead saw the af and interpreted it as vf (ventricular fibrillation), resulting in the patient receiving the shocks. It was also noted that the device battery became depleted due to the shocks. It was further noted that the patient had come to the emergency room after the initial implant due to oversensing issues. The rv lead was repositioned and remains in use, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.